Event description:
Related manufacturer report number: 2017865-2023-13918, 2017865-2023-13917. It was reported, the right ventricular (rv) and right atrial (ra) leads were dislodged. During the revision procedure, the rv and ra leads were unable to be disconnected from the device header. The device, the rv and ra leads were explanted and replaced to resolve the event. The patient was stable.